Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03238. It was reported that the patient was experiencing pain at the ipg site and high impedance on contact 8. Surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue.